Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement of the clip delivery system (cds). It was reported this was a clip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The first clip was implanted successfully. To further reduce mr, a second cds was advanced to the mitral valve. While steering the cds with the m knob in the left atrium, the cds did not go medial, but instead went to the roof of the atrium. The device was removed and a new cds was used. By the end of the procedure a total of two clips were implanted, reducing mr to 1. There were no adverse patient effects and there was no clinically significant delay in the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to position delivery catheter (dc) shaft in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.